Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker was in emergency settings vvi. The device checked out with normal function. No issue with the battery. Patient was stable. The physician has elected to continue to monitor and the patient refuses to be on merlin.